Event description:
It was reported that there was a conversion of a bipolar to a total hip due to arthritis.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown unipolar head.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.